Event description:
On (B)(6) 2017, I was diagnosed with a stage iii capsular contraction form with a sientra implant that required an operation to remove it and replace. I chose different company for replacement implants.